Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Damage to the catheter tip can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome to influence orientation, as this may result in damage to device.¿ damage to the catheter tip can also occur if the precurved stylet is forcefully removed. The instructions for use advise the user with the following statement: ¿upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip.¿ if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip, this could contribute to damage of the cannulating tip. The instructions for use advise the user with the following statement: ¿upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip.¿ the instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." The instructions for use advises the user with the following comment: "visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection includes inspecting the tip. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a d.a.s.h. Dometip double lumen sphincterotome. As reported to customer relations: "a burr/flaw was noted to be on the end of the catheter. The physician was able to proceed to use the product and successfully complete the procedure with no harm to the patient. It just made cannulation more difficult."